Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving baclofen at an unknown dose and concentration via intrathecal drug delivery pump for intractable spasticity. It was reported that the patient has a pump replacement on (B)(6) 2020 and the patient now has fluid in the pocket. It was reviewed that both prior pumps were the same material so a reaction to the material should not be the issue. It was also reviewed that tyrex was considered off label with the pumps. The hcp stated that they believe that it was a seroma and planned to perform surgical exploration on (B)(6) 2020 to confirm it. The rep stated that they will not be present for the surgical exploration and provided another rep as a contact. No further complications were reported.

Manufacturer narrative:
Reportability reassessed 2020-03-16. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative who stated that the initial reporter of the event was the nurse practitioner.

Manufacturer narrative:
H6 update: the previously applied conclusion code 22 was replaced with 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The reason for the pump replacement on (B)(6) 2020 was end of battery life. The company representative was told by the physician that the fluid was noticed on (B)(6) 2020 when the patient came to see them. The next day the fluid was aspirated, and it was noted that no company representative was present. The physician reported that the fluid was a milky color. The patient was found to have a high white count. The patient had an infection. The physician chose to remove the device due to the high white count that the patient had. The company representative was made aware of this when the removal was scheduled for (B)(6) 2020. The patient¿s weight was unknown at this time. The information provided was noted as having been confirmed with the physician.